Event description:
Philips received a complaint from the customer on the v60 device indicating that the unit was not charging. It was reported that there was no patient involvement at the time the issue was discovered. The customer determined that the power cord was faulty and required a replacement. The remote service engineer (rse) provided the customer with the part number for a power cord. The customer ordered and replaced the power cord to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.